Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and determined that the rv lead is a recent implant and needs more time to stabilize the impedance measurement. All other trends are stable, and no adverse patient effects were reported. This rv lead remains in service.